Manufacturer narrative:
Date of report: 08nov2018. Date of manufacturer: 31oct2018. Philip's field service engineer replaced the power supply and the issue was resolved. The device was returned to service.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01nov2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device would not power on. There was no patient involvement. The event date was not specified; estimate used.